Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 23aug2023, it was stated that the patient information from the time of the event is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an 1101 error code. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) that the v60 device restarted while in use on a patient. There was no adverse outcome reported as a result of the restart, and the patient was successfully placed onto another unit. The bme confirmed diagnostic code 1101 in the significant event log of the device. It was communicated to the customer bme by the rse that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (a software exception), then no action is required. The bme confirmed diagnostic code 3007 was also in the significant event log. The customer was advised to first reinstall the operational software and then replace the central processing unit (cpu) printed circuit board assembly (pcba) if needed. The bme stated that they would reinstall the software to version 3.00 and rest the unit for 24 hours before placing the device back into service. 24 hours later on (B)(6) 2023, the bme informed the rse that the software had been reinstalled, the unit had been tested, and was returned to service. This investigation is ongoing.

Manufacturer narrative:
E1 reporting address line 1: (B)(6).